Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of the stimulation being off was due to operator error, and turning the device back on resolved the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that yesterday patient was acting slow and weird, caller went to check settings and stimulation was off. The on/off on the patient programmer (pp) were reviewed for the caller, caller then stated they might have accidentally turned stimulation off. Caller turned stimulation back on and will monitor. Caller will monitor to see if ins goes off on its own or is button related. No further patient complications were reported/ anticipated as a result of this event